Manufacturer narrative:
Citation: david te et al. Chordal replacement with polytetrafluoroethylene sutures for mitral valve repair: a 25-year experience. J thorac cardiovasc surg. 2013 jun;145(6):1563-9. Doi: 10.1016/j.jtcvs.2012.05.030. Epub 2012 jun 17. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an examination of the long-term outcomes for patients who underwent mitral valve repair with chordal replacement with polytetrafluoroethylene sutures. All data were retrospectively collected from a single center between 1986 and june 2011. The study population included 606 patients and was predominantly male with a mean age of 57 years. Of those, 116 patients were implanted with medtronic duran ancore annuloplasty rings. No serial numbers were provided. Among all patients, 111 deaths occurred during the mean follow-up of 10.1 years (range of 0 to 23 years). Of the deaths, 52 were stated to be valve- or cardiac-related. The study used non-medtronic annuloplasty products in addition to the duran ancore ring. The type of annuloplasty product implanted in each patient who died was not reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, reoperations (mitral valve replacement or redo mitral valve repair) were performed for medically intractable systolic anterior motion of the anterior mitral valve leaflet, bleeding, recurrent mitral regurgitation, hemolysis, endocarditis, cardiac tamponade, cardiac arrest, sternal infection, and mitral stenosis (pannus or fibrosis/calcification of valve leaflets). Additional adverse events included: low cardiac output syndrome requiring inotropes and/or intra-aortic balloon pump support, stroke, transient ischemic attack, peri-operative myocardial infarction, permanent pacemaker use/paced heartbeats (unknown if pacemakers were implanted before or after mitral valve repair), endocarditis requiring antibiotic treatment, ring dehiscence with prolapse, ventricular dysfunction with dilation, moderate to severe recurrent mitral regurgitation, and post-operative atrial fibrillation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.